Event description:
It was reported while preparing for a routine generator procedure, upon review of a stored episode it was noted the patient with a cardiac resynchronization therapy defibrillator (crt-d) received appropriate therapy for a ventricular arrhythmia. However, the electrogram noted after the first shock was delivered it accelerated the rhythm into the patients ventricular fibrillation (vf) zone. Then the arrhythmia did not convert until a 41j shock was received. Additionally, it was noted that shock lead impedances (sli) were high within normal range. Technical services discussed risk if sli are greater than 1450 ohms. The field representative will discuss with the physician to determine the next steps. At this time, the device remains in service. No additional adverse patient effects were reported.